Event description:
It was reported the right atrial (ra) lead and the left ventricular (lv) lead dislodged. The right atrial (ra) lead was repositioned and an attempt to replace the left ventricular (lv) lead was unsuccessful due to patient anatomy. Consequently, the same left ventricular (lv) lead was used. Also reported was that the right atrial (ra) lead demonstrated low p waves and the right ventricular (rv) lead demonstrated a lack of r waves. Additionally, the patient developed an infection and the system was removed and replaced except the left ventricular (lv) lead could not be replaced due to patient anatomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, lead, implanted: (B)(6) 2012; 4196, lead, implanted: (B)(6) 2012. (B)(4).